Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine leaked from a slit in the septum of the bd q-syte¿ luer access split-septum stand-alone device at the start of the infusion. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about leakage from the septum slit. According to the customer's report, the hcp connected q-syte to non-bd's ext. Tubing and started infusion, and then found leakage from the septum slit. No information on the drug name was provided."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte along with a miscellaneous extension tubing. In addition, four photos were received for investigation. Upon inspection of the received unit and the photos, there was no evidence of damage to the q-syte body that would result in leakage observed. The top disk of the septum was microscopically inspected, and no damage was observed. The device was then dissected, and the bottom disk was microscopically inspected. No damage was observed. Lastly the septum was removed, and the septum column was inspected where a tear was observed. The torn device was also inspected for wicking of the septum adhesive as septum material integrity might be affected by wicking. Wicking was observed next to but not directly on the column tear. The reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. During use excessive actuations, a connection angle or extraneous force on the septum may also result in damage to the septum wall. As the device has been opened and used, application error cannot be ruled out. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that medicine leaked from a slit in the septum of the bd q-syte¿ luer access split-septum stand-alone device at the start of the infusion. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage from the septum slit. According to the customer's report, the hcp connected q-syte to non-bd's ext. Tubing and started infusion, and then found leakage from the septum slit. No information on the drug name was provided."